Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient had a return of pain in the last 48 hours. The patient had mentioned a fall a couple of weeks prior, but it was noted that it wasn't related to the return of pain. The caller synced to the patient's ins and their stimulation was at 1.85 volts. The caller increased stimulation in their right hip, back, buttock, leg and their left side. The patient was able to sit up more once stimulation was increased and the patient was getting some pain relief. The stimulation was increased to 3.85 volts but then it was decreased to 3.6 volts as it was too intense. The patient was feeling more stimulation on the left side then the right side, and the patient has worse pain on the right side. The patient was forwarded to contact a manufacturer's representative (rep) to get the programming checked/changed. No further complications were reported or anticipated. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.